Event description:
It was reported that a drop out occurred on eight apexpro transmitters every three seconds. As the short sporadic drop outs were occurring repetitively every three seconds on each transmitter, the ECG heart rate would remain frozen for the duration of the continuation of drop outs which would reset the device from having the capability to read and alarm for dysrrhythmias, should one occur. There was no reported pt injury associated with this event. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.